Event description:
Many squads in the past few years have had their model 35a stretchers "upgraded" to a 500 pound capacity. A vast majority of those model 35a stretchers could not be upgraded according to ferno. At any time one of those stretchers could fail leaving a dangerous situation.